Event description:
A biomedical engineer reported that prior to a procedure there was a problem cutting. The probe was exchanged with no help in resolving the issue. The console was then exchanged and surgery was started and completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).